Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal (pd) pt's relation called technical services from the ER on (B)(6) 2014 for assistance. The pt was admitted for abnormal pain. Follow-up with pd nurse confirmed the pt was treated with vancomycin prophylactically. Peritonitis was ruled out by negative culture results and thought to be due to a stool softener pt had been taken. The pt has been able to resume pd therapy at home with no complications.